Manufacturer narrative:
A ge service rep performed an on-site investigation. The isd and fluoro functions boards were replaced. The system was then found to be operating as intended.

Event description:
The customer reported that the system rebooted itself causing a temporary loss of functionality. There is no report of pt injury.